Event description:
The clinician reported that five weeks after the dental implant was placed, in ada site #6 of the patient's mouth, lack of osseointegration was verified. The device was forwarded to the manufacturer for investigation. The patient experienced swelling at time of event, no further complications were observed.